Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the endoscope confused left/right and up/down and had wrong alignment of the instruments. The endoscope could not be docked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 7-apr-2022 and 14-apr-2022 and obtained the following additional information: the endoscope had a problem with reverse master tool manipulator (mtm) action during surgery. The issue was resolved with a spare endoscope. The endoscope was properly/fully installed. The camera was not fixed in a specific orientation when the problem occurred. There was no harm or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. The reported issue of the optics in the wrong alignment was confirmed. Failure analysis identified an aea damaged or friction issue and also noted corrosion or physical damage to the ic electrical contacts. A review of the site's complaint history identified no other complaints for this product. A review of the endoscope usage log was performed. The endoscope was used on system (B)(4) on the reported event date of (B)(6) 2022. The instrument had 1985 uses remaining after last use. The endoscope was used subsequently on (B)(6) 2022 on system (B)(4). No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional and corrected information can be found in field h10. Corrected information: the initial report included the following as blank MDR fields: fields g5, g7, h7, and h9 are not applicable. The correct statement should have been: fields g5 and g7 are not applicable. Additional information: based on the failure analysis performed, the root cause of the reported failure was deemed to be due to mishandling/misuse. The issue would not be expected to cause unintuitive motion.